Event description:
Physician injected <1cc lidocaine past facet joint and then placed introducer needle into disc. Spinecath was placed easily and positioned pedicle to pedicle and curving anteriorly, well within the vertebral margins of the disc. No problems during heating of disc. Pt was awake during procedure and reported typical back pain reproduction. Pt developed numbness in both feet and pain and weakness in lower legs 45 minutes following "idet" procedure. Pt was treated with tapering dose of oral steroids. Pt continues to improve; currently still has paresthesias on top of r foot but l foot is resolved.